Manufacturer narrative:
Concomitant medical products: 507652 lead, implanted on (B)(6) 2006, 680r32 heart ring, implanted on (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered for the right ventricular (rv) lead due to elevated sic (sensing integrity counter) and lfp (lead failure predictor) episodes. Sensing noise was also observed. The rv lead remains in use. No patient complications have been reported as a result of this event.